Event description:
It was reported that when using the bd pyxis¿ es server patient information was not shown on the server. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist stated that an email was received from the customer that the patient was discharged and sent home. The technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.